Manufacturer narrative:
Event date is an approximation as patient said the issues started a few months ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that something was wrong with the pain stimulator and it needed to be reprogrammed. The patient said the ins was not holding a charge as long as it used to. The patient said she was finding that she was charging every 2 days now, where as before, she used to charge once a week. The patient said the ins was getting older, so she assumed she would need a replacement soon. The patient said she talked to the healthcare provider (hcp) and they recommended setting up a reprogramming appointment. The patient stated she had difficulty charging the ins. The patient said it will connect and charge for a little while, but then it shuts off or loses connection. The patient said they have to work with it for a while to get it to connect again. The patient was wondering if it was related to the reason she was charging more often. The patient said she miraculously had all the boxes shaded and usually the problem is that she gets none. The patient usually holds the antenna in tight underwear, but right now she was laying on it. The patient stated she always tries to charge to 100%, but with the coupling issue and "cuttingoff" or losing connection it makes it more difficult to charge to full. Adhesive discs were ordered to see if that will improve coupling rather than just tucking the antenna in her underwear. No symptoms or further complications were reported.